Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarms, the customer would check the tubing and then deliver the remainder of the bolus. A cause of the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The cartridge and infusion set tubing were functioning as intended. The customer declined to remove the cannula as there have been no occlusions since yesterday. There was no reported impact to the customer's blood glucose level.